Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an ablation procedure, several oversensing episodes were noted on the right ventricular lead. The electrical measurements of the lead were still acceptable and the device and battery were within normal limits. Further diagnostic testing is planned to assess the patient and the need for the replacement for the lead and the device. Additional information has been requested and not received. No adverse patient consequences have been reported.

Event description:
Further diagnostic imaging did not reveal any additional findings and the lead was revised and replaced. The patient was in stable condition following the procedure.